Event description:
The customer reported that the system intermittently had a kv on an error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an site investigation. The high voltage cable was cleaned and regreased. The 5 volt power supply was adjusted and the boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.